Manufacturer narrative:
The insulin pump was received with blank display due to a moisture-damaged electronic assembly. The unit had moisture damage under the lcd screen and motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their pressure cooker exploded and burnt both of their arms; water was also thrown on the customer and that water got behind the insulin pump screen. The patient's blood glucose at the time of incident was 14.7 mmol/l. The insulin pump was returned and replaced.